Event description:
It was reported that non sustained right ventricular oversensing caused by post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. No further information was available.